Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a nrg transseptal needle was selected for use during a cryoablation procedure. During the procedure, prior to use it, when it was about to unpack the device, a hole of several millimeters in the upper part of the sterile pouch inside the box was found. As per the physician, there might be a possibility that its sterility had not been maintained, so the device was replaced with a new one and the procedure was completed. No patient complications were reported. Device is not returning as it was discarded in facility. No other issues were reported.